Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. During the fse visit, the customer issue was not reproduced. The error log was reviewed and the error codes and the issue was confirmed. The fse replaced the generator to resolve the issue. The system was tested and verified as ready for use. The erbe was returned for failure analysis but the reported failure (error m-11) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. C-00/m-11 were found in error log.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe generator displayed error code m-11 many times. The customer received phone assistance from the technical support engineer (tse). The customer tried power cycling the generator to resolve the problem but the issue did not resolve. The customer used a backup generator to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the site's initial reporter and obtained the following information regarding the reported event: the system functionality was checked by the nurse upon powering the system; however, the surgeon found the erbe generator energy issue during the procedure. Tse guided the customer to check the power socket, which was in good condition. Tse guided the customer to replace to the backup generator to continue with the procedure.